Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery outlimit. Customer's blood glucose was 469 mg/dl. The customer was treated using the insulin pump. Customer stated that the device alarm after battery change. The customer was advised that the basal rates still in the device. Customer was advised that is normal pump behavior. The customer also reported via phone call that she was hospitalized due to high blood glucose. Customer's blood glucose was 500 mg/dl. The customer was admitted to the hospital. The customer stated that she had eaten some bad food and it caused her blood glucose to spiked and for her to vomit. The cause of the 911 call as per healthcare provider was diabetic ketoacidosis. The customer was put to intensive care unit, she's on fluid and an insulin drip. The customer was given also her lantis. The customer is currently in the hospital receiving treatment.